Event description:
Device has been explanted.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease folds and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified wear abrasion and no leakage. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no leak was observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.